Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the prn adapter was loose on an unspecified bd intima ii catheter. The following information was provided by the initial reporter, translated from chinese: "a loosen joint was found during the use of a closed venous indwelling needle for the patient".